Event description:
Physician punctured pt's bladder during laparotomy bladder neck suspension procedure. Cystoscopic exam revealed a 2 cm suture fragment in bladder. The fragment was removed and replaced.